Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired clips that scissored. The scissored clips were removed and the case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.